Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and acknowledged off-label insulin messaging provided by cts.